Manufacturer narrative:
The device will not be returned to the MFR for an investigation. At this time, the root cause for the complaint could not be confirmed. A f/y report will be made if the product is returned.

Event description:
It was reported that the device stopped working after 1 hour and the blood couldn't be reinfused. Approx 400ml of blood was discarded due to the device not working. The pt was given 800ml of pre-donated blood post-operatively without any adverse consequences. The pt was described as being in good condition after the transfusion.